Event description:
During the procedure, as the surgeon attempted to free the tubo-ovarian ligament using coagulation and transection, he noted that the device blade would not cut. The device was removed from the field, and a new device was utilized without issue. It is unknown if the new device was of the same or a different lot. There were no adverse affects to the patient.what was the original intended procedure?laparoscopic total hysterectomy with bilateral salpingectomy and lysis of adhesions using the covidien single incision laparoscopy system and diagnostic cystoscopy.